Event description:
It was reported that the right ventricular lead exhibited inappropriate shock. Upon review, it was noted that the inappropriate shock was due to external noise from a suspected lead fracture and impedance had increased overt time. Programming changes were performed. There were no patient consequences.